Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the patient experienced a fall due to the left ventricular (lv) lead retracting to the coronary sinus ostium and right ventricular (rv) lead loss of capture. It was noted the lv and rv leads showed dislodgement due to twiddler's syndrome, along with high pacing thresholds and high impedance. The rv lead and lv lead were explanted and replaced. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.